Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during a routine follow up, the left ventricular (lv) lead exhibited high thresholds and non-capture. During the revision procedure, the right ventricular (rv) lead was tested through the analyzer, resulting in high thresholds and non-capture as well. Upon examination, it was determined that the lv and rv leads had been transposed at original implant when inserted into the device header. The rv lead was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.